Manufacturer narrative:
H4: the lot was manufactured between march 11-12, 2024 h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the medication did not flow through a large volume infusor during infusion. The expected therapy time was 46 hours; however, on the day the device was due to be removed, it was observed that the device had not delivered any of the medication. On inspection of the device, it was observed that the clamp was open, however, the balloon remained full. The device was filled with fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.